Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient resumed device use. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet following an MRI. The recipient presented with pain. The recipient underwent internal magnet replacement surgery.